Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a patient experienced a metal particle that is attached to the iris after a procedure. Additional information has been requested but none has been received.

Manufacturer narrative:
Additional information: the clinical analyst reviewed this file and stated the following: ¿the customer reported ¿a patient experienced a metal particle that is attached to the iris after a procedure.¿ the returned questionnaire was reviewed: this is an 80 year old female patient. The eye affected was listed as a phaco case for the right eye (od). The surgeon states: ¿dense cataract, event happens when operation time is long with low phaco power.¿ pre-operative review: uncorrected visual acuity (ucva) was listed as count fingers (cf) on (B)(6) 2016. This was also listed as the patients best corrected va (bcva). Surgery data review: a temporal incision was made and ophthalmic viscoelastic device- (ovd) was used. The ovd was removed via irrigation/aspiration (I/a). Post-operative review: the patient¿s refraction was listed (poet-op) as -0.50-1.50x180 degrees. The visual acuity (uncorrected) was listed as o.p. During follow up with a patient, the reporter found that metal particle has been attached to the patient's iris. The questionnaire confirms that single use consumables are not reused. No further information has been received. No samples were returned for evaluation. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the design or manufacturing of the system contributed to the reported event.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).